Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pacemaker changeout procedure for normal battery depletion (nbd) an electric scalpel was used sometimes for hemostasis. Pacing was not restrained however, it was noticed that the pacing rate would suddenly change to 70 - 90 ppm but the procedure was continued as-is. When taking the device out of the pocket, it was confirmed visually that this lead was stretched. Also, insulation was found to be damaged severely. Impedance anomaly and pacing failure were not observed during the check prior to the procedure. When stress was applied to the lead, pacing failure occurred. It was alleged that this lead was fractured. No further adverse patient effects were reported. This product was surgically cut and capped. A new competitor's product was successfully placed.